Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implant of a 3.0 x 12 mm xience v stent in the mid circumflex, a distal edge dissection was noted. A 2.75 x 23 mm xience v stent was deployed in an overlapping fashion at 16 atm to treat the dissection. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation- dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states,"implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention...". The ptci may be as secondary effect of the dissection; however, a conclusive root cause cannot be determined.